Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and noted, under the microscope, white spots on the surface. The surgeon stated the spots looked like microabrasion spots. The surgeon did not want to leave the lens in the eye, so removed the lens during the same surgery with no pt injury, no enlarged incision. Another same model lens was implanted and sutures were not required. The reporter stated the microscope power was 10-20x. The reporter stated it was unk if the lens was damaged. The reporter stated the technician usually inspects the lens prior to loading but not under the microscope.

Manufacturer narrative:
(White spots on lens surface). Evaluation: results: visual inspection of the returned product found the lens stuck to the inside of the lens vial. The lens was returned dry. A lens work order search was performed and no similar complaints were found within the work order. Conclusions- based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.